Event description:
It was reported channel was attached to a module on a patient in the emergency room (ER). The nurse left the room and came back to the pump alarming. The patient said they tried to adjust the settings so they would get more of their pain medication. The customer stated that the visitor that came with the patient messed with the equipment while the patient was hooked up to it not knowing it was just a bag a saline and not pain medication. The issue is the module is not recognizing that the door of the channel is closed when it is closed with tubing attached within the channel. No, there was no negative impact to the patient and the patient did not receive any medical intervention.

Manufacturer narrative:
The reported issue of lvp (large volume pump) module doesn't recognize door when closed could not be confirmed. No product nor device logs were returned for investigation. Device history record a review of the device history record showed the device had a manufacture date of 10may2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device history record only.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Customer stated the pri_tubing material number was 2430-0007 item # 1584220 , however, the product was not found during a product catalog search and did not populate in trackwise.

Event description:
It was reported channel was attached to a module on a patient in the emergency room (ER). The nurse left the room and came back to the pump alarming. The patient said they tried to adjust the settings so they would get more of their pain medication. The customer stated that the visitor that came with the patient messed with the equipment while the patient was hooked up to it not knowing it was just a bag a saline and not pain medication. The issue is the module is not recognizing that the door of the channel is closed when it is closed with tubing attached within the channel. No, there was no negative impact to the patient and the patient did not receive any medical intervention.